Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided images found different devices inside a tray. In a second image a stapler loader can be seen. Next to the stapler loader, six staples can be seen with one of the staples missing a section, the other staples seems to be deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage and shipping requirements for the material are specified, and the material must comply with the required specifications. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force applied during anchor deployment and overlapping the anchors. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information on: h6 (impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. Two empty pucks were returned with no visible damage. However, an analysis of the customer provided images found different devices inside a tray. In a second image a stapler loader can be seen. Next to the stapler loader, six staples can be seen with one of the staples missing a section, the other staples seems to be deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage and shipping requirements for the material are specified, and the material must comply with the required specifications. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force applied during anchor deployment and overlapping the anchors. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, two (2) tendon anchors could not be secured fastened and were prone to breaking. The procedure was resumed, using an equivalent sn back up. It is unknown if there was a delay. No further complications were reported.